Event description:
It was reported the patient had right foot surgery about two weeks prior and since then the patient had reported "off stimulation sensation." It was unknown how long the "off stimulation" stayed off. Patient had left foot reflex sympathetic dystrophy flare ups and required high energy usage, 7v/360pw/35hz. Impedance checks had been done multiple times and all were within normal limits. It was also noted that during the impedance checks the patient had been aware of when stimulation was off. Follow up reported the patient was reprogrammed and was getting good coverage of their foot. It was noted the patient was using high amplitude and having to charge more often than before. Impedances were all within normal limits. It was noted the patient was getting coverage with stimulator. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).